Event description:
The customer reported via phone call that they had a no delivery alarm. It was found the customer had a bent cannula. Customer declined to troubleshoot at the time of the call. Customer also called back to report they were hospitalized (B)(6) 2015 for high blood glucose. The customer's blood glucose was 500 mg/dl at the time of admission. Customer reported experiencing nausea and began to vomit as a result. The customer stated they were diagnosed with diabetic ketoacidosis at the hospital. The customer also reported they did not receive any alarms prior to their hospitalization. Customer reported a bent cannula upon removal of their infusion set. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.